Event description:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. It was also reported that "pod is bloody at the adhesive". As treatment, a new pod was applied.